Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""risk factors associated with early complications of revision surgery for head-neck taper corrosion in metal-on-polyethylene total hip arthroplasty"" written by young-min kwon, md, phd, daniel rossi, md, john macauliffe, meng, yun peng, phd, paul arauz, phd published by the journal of arthroplasty accepted by publisher 30 may 2018. The article's purpose was to "" report the early complication rates and the outcomes of revision surgery, and identify potential risk factors associated with complications of revision surgery for altr associated with head neck taper corrosion, in patients with mop tha."" The data was compiled from 40 patients with various depuy and non depuy products. The article reports on generalized adverse events without patient or identifiers and then lists case identifiers in table 1 with a quantity of 3 cases identified with depuy products (case 4, case 5 and case 6) that are captured individually in linked complaints. Depuy products: summit or trilock stem, cocr femoral head, poly liner, pinnacle cup". This complaint captures case no 4 with a pinnacle cup, poly liner, cocr head and summit stem that was revised for unknown reason and intraoperative findings were black metal debris at the femoral component trunnion neck taper and the on the bore of the femoral head "grossly indicating corrosion of the head-neck taper junction. Debridement for necrotic periarticular soft tissue, muscle and bone secondary to altr from head-neck taper corrosion. Stem left in intact.